Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the morning of (B)(6) 2012, the patient received an inadvertent infusion of insulin. The patient replaced the insulin cartridge while she was still attached to the pump. The patient received approximately 80 units insulin. The patient administered self-treatment with soda and glucose tablets, and contacted emergency services. The patient was transported to and admitted to the hospital, with a blood glucose level of 23 mg/dl. The patient received intravenous glucose treatment. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by replacing the filled insulin cartridge while attached to the pump. However as the patient suffered severe hypoglycemia afterwards, and was admitted to the hospital, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported hospitalization due to continued use. Evaluation revealed that before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. The pump passed flow accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.